Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary major bleed / anemia : the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 pump was inserted via the axillary graft for the 67 year old male patient admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. Prior to the 5.5 placement, the patient was on an intra-aortic balloon pump, inotropes/vasopressors, and was vented for respiratory needs. On day 6 of the support the patient had a drop in hemoglobin levels and there was a nasopharyngeal bleeding. The patient had 2 units of blood products infused back to the patient. The patient was on systemic anticoagulation. The next day of support, day 7, the pump was explanted. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.